Event description:
A portion of the cheek retractor blade was noted to be retained in the wound following a sagittal split osteotomy. Pt was returned to the or the next day for removal of the piece.

Manufacturer narrative:
Subject device is an instrument and is not designed to be implanted. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot #.